Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, a diagnostic anomaly was observed. It was mentioned that the patient¿s device was not interrogated in close to 4.5 years. The atp counts do not corresponds to lifetime logs. The documentation of some delivered shocks and many aborted shocks were not available that the log indicated that the device delivered. One episode of svt was marked as vt without it having been cleared previously. The number of episodes the patient has recorded on the fast path does not match what it says on the episode page. St. Jude medical representative explained that the device functioned as expected. The data was missing because the device reached its storage capacity.